Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition, but no asystole. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.